Event description:
This case was reported by a consumer's family member and described the occurrence of a heart attack in a patient who received super poligrip for denture wearer. The caller initially called to ask about product availability for themselves. A physician or other health care professional has not verified this report. Concomitant medication include polident denture cleanser tablets. On an unknown date, another family member started super poligrip (dental). In 1992, pt experienced a heart attack. An ambulance came but the patient had already died, they were not hospitalized. It is unknown whether an autopsy was performed. The consumer's family member refused to provide any additional information.